Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Investigation was unable to identify which lead attributed to the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000117033

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was undertaken wherein the system was explanted on (B)(6) 2026 to address the issue.